Event description:
The clear plastic hub of the neuron delivery catheter 053 appeared to crack during the procedure. The physician said he placed his hand on the hub and felt a "pop". The delivery catheter 053 then leaked during injections of contrast, which appeared to flow from the union of the yellow strain relief and the shaft.

Manufacturer narrative:
Device is available, but has not yet been returned from the hospital. MDR reportability will be determined after device analysis.